Manufacturer narrative:
An event regarding an unstable total humeral connection piece was reported. The event reported instability six months after implantation. During the revision the surgeon could not confirm the instability initially reported. The surgeon did not revise the connection piece because it was, in fact, stable. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time.

Event description:
It was reported that a total humerus was implanted on (B)(6) 2013 at mt. (B)(6) hospital. The connection piece that mates the proximal humerus with the distal humerus is rotationally unstable. This was examined when doing physiotherapy. The patient will need a revision.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that a total humerus was implanted on (B)(6) 2013 at (B)(6) hospital in (B)(6). The connection piece that mates the proximal humerus with the distal humerus is rotationally unstable. This was examined when doing physiotherapy. The patient will need a revision.